Event description:
It was reported that the 9800 system has a temperature sensor error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The temperature sensor wiring and connector was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.